Event description:
Ems personnel responded to a pt complaining of chest pain and difficult breathing. Allegedly while attempting to monitor the pt, the screen intermittently displayed excessive signal artifact. The operator reportedly could not discern a reason for the artifact. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.

Manufacturer narrative:
The device was replaced with a new unit to enhance the customer's confidence and will not not be returned to use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.